Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and was verified to have dislodged one day after implant. The dislodgement was confirmed by visualizing the lead with a chest x-ray. The patient is pacemaker-dependent. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.